Event description:
The facility reported an infusion pump with alarm failure. The event was reported to have occurred during use but no pt was involved. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.